Event description:
During in-clinic follow-up, there was beeping noted on the device; upon further interrogation, the device was found in elective replacement indicator (eri) mode and thus, premature battery depletion was alleged. The device was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of premature battery depletion was not confirmed. The device was received in backup vvi (bvvi) mode. Analysis of device image revealed that bvvi was triggered while the device was implanted due to xena ic lockup. Temperature cycle and vibration testing were performed and indicated that device exhibited normal device characteristics. Device outputs, pacing rate, and stress tests were performed and found to be normal. No high current anomalies were observed to suspect premature battery depletion. Ate test and cybersecurity screening was performed and found no anomalies. Battery longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.